Event description:
It was reported that during pre-surgery, it was discovered that the motor device was running warm. It was further reported that it was difficult to lock and unlock the collar and the device was making a grinding noise when the drill was moved. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated and disassembled the device and observed that the driveshaft was broken, indicating excessive force was applied during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.